Event description:
This report is being filed upon notification from our mr MFR of an event that occurred in another country. The pt was having a mr scan. The scan was being made of the pelvis and the pt had his arms kept above his head as is the normal practice. Pads were used to avoid any contact with the scanner. The resultant rf burn that blistered was to the shoulder and is described as approximately 6 cm x 6 cm.

Manufacturer narrative:
(Eval results) (other): coil cable trap. (Conclusions) (other): the burn was likely caused by unwanted rf interference between the pt and the cable trap of the coil. The cable trap used in this exam was previously damaged and not operating correctly. The hospital staff already noticed that the cables had become warm during previous pt exams. This is a first indication that the coil was not functioning optimally. These kinds of incidents can be prevented as much as possible, by following the instructions for use.